Event description:
The patient's primary right knee was revised due to pain and joint instability. The surgeon commented that the femur was in a little bit of flexion and the tibia was a in a bit of valgus.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibia. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.